Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent allegedly would not deploy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a deployment failure could not be confirmed. The stent was found fully and correctly loaded and the safety lock slider was found in locked position. The event description could not be reproduced and the investigation will be closed with inconclusive result. An indication for a process related issue could not be identified. As a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently valid version of the labeling supplied the potential issue was found addressed. The IFU (instructions for use) states: ' examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back and the proximal end of the red lock lines up with the printed line on the handgrip.' Expiry date: dec / 2018.

Event description:
It was reported that the vascular stent allegedly would not deploy. There was no reported patient injury.